Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30793966l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion after an atrial flutter ablation. Post-procedure the patient's blood pressure dropped slightly, and the physician noticed heart wall motion abnormality. Intracardiac echo revealed the effusion. A pericardiocentesis was performed and the patient stabilized and remained in stable condition at the time of the call (still on the procedure table). The physician did not indicate that they believed bwi products contributed to the patient complication, unsure of the causality. The physician did remark pre-ablation that there was an area of thin heart wall. There were no abnormal impedance readings or force measurements during the ablation. Additional information was received on the event. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition. The patient outcome of the adverse event was fully recovered (no residual effects). The patient did not require extended hospitalization because of the adverse event, overnight intensive care unit (ICU) stay for monitoring. A transseptal puncture was performed with a baylis versacross rf wire, fixed sheath and transseptal needle. Prior to noting the cardiac tamponade, ablation was performed at the cti line. There was no evidence of steam pop. The irrigated catheter flow setting was set at the default setting. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at surpoint- 3mm, 3sec, 3g 25% time with an additional filter used with the visitag ¿ impendence monitoring with tag index.

Manufacturer narrative:
The device evaluation was completed on 09-aug-2022. It was reported that a patient underwent atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 07-jul-2022, noted a correction to the 3500a initial as the physician information was omitted in error. Therefore, updated e. Initial reporter section.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).